Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 498mg/dl. The customer also reported that the insulin pump alarmed no delivery. The customer stated that he did not have a back up plan. Advised the customer to go to the nurses office to be treated with a manual injection. Troubleshooting was performed. The time and date were correct. The alarm history revealed two motor error alarms. A replacement of the insulin pump was requested. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a faulty force sensor. Further testing was not performed due to the motor error alarm.